Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four bursts of anti-tachycardia pacing and one shock as inappropriate therapy due to a supraventricular tachycardia (svt). Technical services (ts) advised the caller about the device settings and recommended for its programming be adjusted so it could be avoided in the future. No additional adverse patient effects were reported.